Event description:
It was reported by the user stated that the patient was above target, but the water temperature was not cold. Target temperature tt was 33.5c, patient temperature pt was 34.6c, water temperature wt was 29.9c, flow rate fr was 1.1lpm, no alerts/alarms, system hours were 712, pump hours were 647, outlet monitor temperature (t1) was 30c, chiller temperature (t4) was 30c. Advised this device will need to go to biomed and they will need to contact our engineers for further troubleshooting. Per follow up information received via mail on 16dec2024, it was noted that the device was sent to a bd approved facility. Issue was not resolved; device will be sent to the us for repairs. Device has not been repaired. Another device used to complete therapy. No patient impacts. Per sample evaluation results on 15jan2025, unit came in with a broken wheel. The pressure transducer reads -1.0 psi with 0 percentage circulation pump command (cpc).

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Unit not cooling, all 3 pumps are working. Replaced chiller. Unit came in with a broken wheel. The pressure transducer reads -1.0 psi with 0% cpc. Replaced caster, pressure transducer. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section e: initial reporter zip: (B)(6). The reported product number is sold out. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user stated that the patient was above target, but the water temperature was not cold. Target temperature tt was 33.5c, patient temperature pt was 34.6c, water temperature wt was 29.9c, flow rate fr was 1.1lpm, no alerts/alarms, system hours were 712, pump hours were 647, outlet monitor temperature (t1) was 30c, chiller temperature (t4) was 30c. Advised this device will need to go to biomed and they will need to contact our engineers for further troubleshooting.